Event description:
The customer reported that the ventilator shut down and did not transition over to backup battery power and alarm. The customer reported the ventilator was in use on a patient, and there was no harm. The manufacturer's service technician reported he confirmed the backup battery was not functioning and replaced the backup battery to complete the repair. Performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Battery